Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient and the caller stated their reason for calling was because the patient¿s programmer quit working the day before the ball. The caller explained that the programmer had quit working completely and wouldn¿t connect with the ins, with or without the antenna. The caller also reported that yesterday the patient was shaking ¿all over the place¿ and needed to adjust the settings of the ins. The caller stated that they received a replacement programmer in the past that still worked without the antenna attached so they used that to adjust. Troubleshooting was done on the call and the patient had put batteries in their other programmer and confirmed that the programmer was then working. Both with and without the antenna. The issue was resolved. There were no further complications reported.